Event description:
A flo-gard volumetric infusion pump was reported to have passed an unknown quantity of air through the tubing. According to the reporter, the pump alarmed that the volume to be infused had completed, the pump was reportedly switched off and the central line catheter to which the pump tubing was connected was clamped. According to the reporter, at a later time when the equipment was going to be removed from the room, the clinician noted that air was all the way through the IV tubing. According to the reporter, there was no air to the patient and no patient injury as a result of this event.